Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-03026 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03719.

Event description:
It was reported the catheter made replacement necessary following cracking and rupture near the fins. No damage to the patient was reported. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported the catheter made replacement necessary following cracking and rupture near the fins. No damage to the patient was reported. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.